Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported a male patient's humapen savvio was defective. The "injection screw threads were stripped, causing it to rotate freely," and the device released an excess amount of insulin. The patient experienced hyperglycaemia. The device was not returned to the manufacturer for investigation (batch 1310v01, manufactured october 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. A complaint history review did not identify any atypical findings with regards to functional or dose accuracy issues. The patient reported receiving the device 7 years ago; therefore, it is likely the patient used the device beyond it approved use life. The core instructions for use state the humapen savvio device has been designed to be used for up to 6 years after first use. The patient reported changing the pen's needle every 3 or 4 times of use. The core instructions for use state use a new needle for each injection. There is evidence of improper use. The user likely used the device beyond its approved use life and reused needles. It is unknown if these misuses are relevant to the complaint or the event of hyperglycaemia.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerned a 73-year-old (at the time of initial report) male patient of an unknown origin. Medical history included elevated liver enzymes and cardiac diseases. The concomitant medication included metformin hydrochloride, vildagliptin for diabetes. The patient received human insulin isophane suspension 70%/human insulin 30% nph (rdna origin) injections (humulin 70/30) from cartridge, via a reusable pen humapen savvio-graphite for diabetes, at a dose of 20 and 10 international unit, daily, via subcutaneous route, beginning on an unknown date ten year ago. While on human insulin isophane suspension 70%/human insulin 30% therapy injection, on an unknown date in may-2023, he was not able to receive his dose due as the screw of pen was stuck and did not move to release insulin, also the dose knob did not rotate to adjust the dose (pc 6487135, lot 1405v04), he stores the pen in room temperature and changes the pens needle every two or three days (improper use or storage). On an unknown date, he experienced elevation in blood glucose level (value, units and reference range were not provided) due to missing the insulin doses. He also received 22-25 units of human insulin isophane suspension 70%/human insulin 30% in morning and 5-10 units of human insulin isophane suspension 70%/human insulin 30% at night, via a reusable pen humapen savvio graphite beginning on unknown date in 2010 approximately. He received this device seven years ago (improper use) and reported it was defective as its screw threads were stripped, causing it to rotate freely, and on (B)(6) 2025, it released an excess amount of insulin instead of the adjusted doses (possible incorrect dose administered). (Lot. No. 1310v01, (B)(4)) due to this defect, he experienced hyperglycaemia on (B)(6) 2025 as his blood glucose level reached up to 600mg/dl and had not recovered yet. The event of hyperglycaemia was considered serious by the company due to medical significance. Further information regarding corrective treatment was not provided. Outcome of the missed dose was recovered and outcome of remaining events were not resolved. The status of human insulin isophane suspension 70%/human insulin 30% treatment was ongoing. The operator of the suspect humapen savvio-graphite pens was patient, and his training status was not provided. The general humapen model duration of use was not provided. The first suspect device duration was unknown, and the second device duration was seven years. The action taken with the first humapens was unknown and the second humapen did not return to manufacturer. The initial reporting consumer did not relate the events with the human insulin isophane suspension 70%/human insulin 30% drug while related the events with the humapen savvio-graphite devices. Update 02-jun-2023: information received on 30-may-2023 from initial reporter. No new medically significant information received. Hence no such changes were made to the case. Update 20-aug-2025: additional information was received from initial reporter on (B)(6) 2025. Added two medical histories: elevated liver enzymes and cardiac diseases and one laboratory data of blood glucose. Added a dosage regimen for the human insulin isophane suspension 70%/human insulin 30% drug and a suspect humapen savvio device. The case was upgraded upon addition of one serious event of hyperglycaemia and added one non-serious event of incorrect dose administered. Updated narrative accordingly. Update 21-aug-2025: information was received from responsible complaint person and a product complaint number was received and processed. Since no new medically significant information was reported, hence no changes were made to the case. Edit 05sep2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 07oct2025: additional information received on 01oct2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as yes, malfunction reiterated as unknown and device return status to not returned to manufacturer. Added date of manufacturer for the humapen savvio-graphite associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly. Update 10oct2025: additional information received on 07oct2025 from global product complaint database. Upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required. Update 19oct2025: additional information received on 13oct2205 from global product complaint database: upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerned a 73-year-old (at the time of initial report) male patient of an unknown origin. Medical history included elevated liver enzymes and cardiac diseases. The concomitant medication included metformin hydrochloride, vildagliptin for diabetes. The patient received human insulin isophane suspension 70%/human insulin 30% nph (rdna origin) injections (humulin 70/30) from cartridge, via a reusable pen humapen savvio-graphite for diabetes, at a dose of 20 and 10 international unit, daily, via subcutaneous route, beginning on an unknown date ten year ago. While on human insulin isophane suspension 70%/human insulin 30% therapy injection, on an unknown date on (B)(6) 2023, he was not able to receive his dose due as the screw of pen was stuck and did not move to release insulin, also the dose knob did not rotate to adjust the dose (B)(4), lot: 1405v04), he stores the pen in room temperature and changes the pens needle every two or three days (improper use or storage). On an unknown date, he experienced elevation in blood glucose level (value, units and reference range were not provided) due to missing the insulin doses. He also received 22-25 units of human insulin isophane suspension 70%/human insulin 30% in morning and 5-10 units of human insulin isophane suspension 70%/human insulin 30% at night, via a reusable pen humapen savvio graphite beginning on unknown date in 2010 approximately. He received this device seven years ago (improper use) and reported it was defective as its screw threads were stripped, causing it to rotate freely, and on (B)(6) 2025, it released an excess amount of insulin instead of the adjusted doses (possible incorrect dose administered). (Lot. No. 1310v01, (B)(4) due to this defect, he experienced hyperglycaemia on (B)(6) 2025 as his blood glucose level reached up to 600mg/dl and had not recovered yet. The event of hyperglycaemia was considered serious by the company due to medical significance. Further information regarding corrective treatment was not provided. Outcome of the missed dose was recovered and outcome of remaining events were not resolved. The status of human insulin isophane suspension 70%/human insulin 30% treatment was ongoing. The operator of the suspect humapen savvio-graphite pens was patient, and his training status was not provided. The general humapen model duration of use was not provided. The first suspect device duration was unknown, and the second device duration was seven years. The action taken with the first humapens was unknown and the second humapen was available for return. The initial reporting consumer did not relate the events with the human insulin isophane suspension 70%/human insulin 30% drug while related the events with the humapen savvio-graphite devices. Update 02-jun-2023: information received on 30-may-2023 from initial reporter. No new medically significant information received. Hence no such changes were made to the case. Update 20-aug-2025: additional information was received from initial reporter on 16-aug-2025. Added two medical histories: elevated liver enzymes and cardiac diseases and one laboratory data of blood glucose. Added a dosage regimen for the human insulin isophane suspension 70%/human insulin 30% drug and a suspect humapen savvio device. The case was upgraded upon addition of one serious event of hyperglycaemia and added one non-serious event of incorrect dose administered. Updated narrative accordingly. Update 21-aug-2025: information was received from responsible complaint person and a product complaint number was received and processed. Since no new medically significant information was reported, hence no changes were made to the case. Edit 05sep2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.